Event description:
Additional information was received that the patient's generator serial number was unknown.

Event description:
It was reported through a letter received by the manufacturer from a physician that a vns patient was reported to have had experienced an increase in seizures. The treating physician interrogated the patient's device and found the patient's settings to be at 0 ma. The physician re-programmed the output current on the patient and diagnostics were within normal limits. Follow-up was made with the treating physician who indicated the seizures could be due to normal disease progression and not likely to the unintended settings. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).